Manufacturer narrative:
Follow-up #1: date of submission 02/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: the black box shows evidence of unexplained "por" events on complaint date. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. The battery compartment is intact. A 24 hour basal program was run with returned battery cap. No reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.